Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the user facility, the saw was running faster than the expected speed and was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting.